Manufacturer narrative:
Device evaluation: the picture provided by the customer and attached into the complaint file was evaluated. The picture shows a pseudophakic eye, claimed to be implanted with a tecnis eyehance iol preloaded in a simplicity delivery system, model dib00. It can be observed a scratch/crack like mark with double triangular shape in the lens midperiphery. Potential visual impact can be arising from the issue due to its location in the event the lens remains implanted; however the definitive clinical impact as well as its definitive root cause cannot be determined from a picture assessment. The complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch in the shape of a triangle on the periphery of the intraocular lens (iol). There was no harm to patient and the iol was left in the patient's eye. No other information was provided.